Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4)

Event description:
It was reported that death occurred. A 2.75x16mm promus element was selected for use and advanced to treat the lesion. However, during the procedure, the patient died and the cause of death was unknown.